Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava and filter migration.based on the available information, the definitive root cause is unknown.the device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 2120f vena cava filter allegedly migrated, perforated and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6). Weight of the patient was not provided.